Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, multiple episodes of ventricular lead noise and r-wave amplitude variation was observed. Programming changes were made and the patient would continued to be monitored. There were no patient consequences.